Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a loose and protruded drive support disk, minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip and a missing end cap sticker. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk.

Event description:
It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 126 mg/dl. The device user was unable to leave the prime process. No numbers were observed on the screen, and no beeps were heard. Advised replacement of the insulin pump. Nothing further reported.